Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a centrella bed unexpectedly went into trendelenburg position. While the patient was in their room unattended the bed was found in the trendelenburg position and the patient was turning blue. Reportedly the patient was not capable of pressing the articulation button and no one else was in the room. The patient¿s o2 saturation was 86%. The caregivers intervened by transferring the patient to an empty bed and applied supplemental o2. The patient has since recovered. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: d9, h3, h6 and h11. H11: the device was received for evaluation. During evaluation, the p16 on the mcb was noted to be loose. The reported condition was verified. The cause was due to the pin in the connector was not seated properly. The pin red pin was reseated. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.